Event description:
It was reported that the customer had a motor error on the insulin pump. The blood glucose level is unknown. Customer declined troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the motor error alarm was resolved by resetting the insulin pump. The drive support cap was in place and the insulin pump passed the self test. The blood glucose reading was 150 mg/dl at the time of the alarm.